Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported for the past 2 months the alleged issue has intermittently been occurring, even after the battery was replaced. The patient reported using oral medications (type and dose unknown) with diet and exercise to manage his diabetes. The patient reported making no change to his usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. However, in the "beginning of (B)(6)" the patient reported going to the emergency room (ER) and readings in the "40's and 50's mg/dl" were obtained. The patient reported he was given IV glucose at an unknown time. At the time of troubleshooting, the cca determined the battery did not need to be replaced. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When the patient was prompted to insert a new test strip, the meter did turn on. When the patient was prompted to push the power button, the meter did turn on. Replacement products were sent to the patient. The meter involved with this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter failed testing, there was capacitor failure. Based on the information provided, this complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue, and was treated in the ER by a healthcare professional after the alleged issue began.

Manufacturer narrative:
(B)(4) 2012: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter failed testing, there was capacitor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.